Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08098 and 2134265-2015-08099. It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). A 2.50mm x 15mm apex¿ balloon was selected to dilate the lesion. However, upon first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. Another 2.50mm x 15mm apex¿ balloon was advanced to dilate the lesion. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. A 2.5mm x 8mm quantum¿ maverick¿ balloon was then advanced but could not dilate the lesion. A 2.5mm x 12mm quantum¿ maverick¿balloon was then selected but still could not dilate the vessel. It was then noted that the vessel was mildly dissected. The physician talked to the patient's family about performing rotational atherectomy on another day. The patient was given medication. No further patient complications were reported. The patient was discharged in stable condition.